Event description:
The patient reportedly experienced pain in his side. The doctor examined the patient. It could not be determined if the pain was device related. The patient decided to have the system explanted.